Manufacturer narrative:
H3, h6: the device was returned for root cause analysis, and the investigation findings confirmed the reported issue. The pump was tested and was found to have an occlusion alarm with no occlusion present. The cause of the customer reported problem was the downstream occlusion (dso) sensor. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The dso sensor was replaced to address this issue.

Event description:
It was reported that the device alarmed for occlusion even though there was no occlusion. There was unknown patient involvement. No patient harm/adverse event was reported.